Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was duplicated and attributted to a faulty battery connection assembly. The battery connection assembly was replaced to remedy the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device inappropriately shut down. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is correcting information submitted on the previous medwatch report. Please reference section h6 (investigation findings and investigation conclusions) and h11. The device was returned to zoll approved business partner for evaluation. The customer's report could not be duplicated during testing. Review of the event logs showed the device operated on auxiliary power for approximately one hour, then issued a low-battery warning followed by a shutdown warning after auxiliary power was removed, consistent with the user's account. No additional errors were recorded. The findings indicate the device shut down due to battery depletion. The battery used during the event was not returned for evaluation. The battery connection assembly was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.